Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted and was returned for analysis. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted several times and attempted several times of extending and retracting, however, there was no suitable position of the lead.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was attempted to implant several times of extending and retracting, however, there was no suitable position of the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.